Event description:
Additional information received that indicates that the lead dislodged, patient had atrial in bad condition and physician decided to explant it and plug the port. No associated with patient symptoms and no lead will be returned. This lead was successfully replaced. No additional adverse patient effects were reported.